Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be medical glue. Medical glue was used during the procedure and adhered to the device during reprocessing. However, the definitive root cause of the medical glue issue and dirty light guide lens could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Residual liquid or foreign material came out of jet channel. The foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel. There were few additional findings. The suction cylinder had discoloration. Objective lens had a chip. Light guide bundle had breakage. Bending section cover was worn out. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on channel tube, forceps cannot be inserted smoothly. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the flushing channel of the evis exera iii gastrointestinal videoscope was glued with histoacryl. The issue was found during reprocessing. The device was returned and an evaluation revealed, foreign material exiting from the channel (including auxiliary water channel). Also, the inside of the light guide lens was dirty. This report is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.